Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to open drawer because it's not popping open. A field service engineer (fse) inspected drawer 5 after it was identified by the user as having an issue. The rails were intact, and the drawer controller and light emitting diodes (leds) were functioning properly. The fse found the internal rail slides were loose due to a missing screw. Fse was able to recover the drawer and install a titan screw. Drawer 5 was stable, and the issue has been resolved. The drawer slides freely and smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux drawer was unable to be opened because it was not popping open. Customer had to pull drawer 7 (cubie) to open it.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.